Manufacturer narrative:
Complaint pump returned for evaluation. "Check clutch" error was found in the pump event history log. Error was duplicated during mechanical testing. Pump was opened for further evaluation and the position potentiometer nut was loose. This most likely occurred from normal wear as the pump is 7 years old. Position potentiometer nut was tightened and clutch half's left and right with leadscrew and spring were replaced as a preventative measure.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.